Event description:
Approximately 8 months post index procedure the patient was rehospitalized. Re-ptca of target lesion/vessel was performed (ballooning) due to restenosis. The procedure was successful. The investigator indicated that the reported event was definitely related to the study device.

Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the ramus intermedius. Twelve days post index procedure during a staged procedure the pt had 2 endeavor sprint rx drug-eluting stents implanted to the distal rca. At 19 days post index procedure during a staged procedure the pt had one endeavor sprint rx drug-eluting stent implanted to the 1st obtuse marginal. Approximately 5 months post index procedure reptca of target vessel was performed (ballooning and bare metal stent). Reason of re-ptca restenosis/thrombosis. The investigator indicated that reported event was unrelated to the study stent. (Ref MFR # 9612164201101101, 9612164201101102 and 9612164201101103).

Event description:
Approximately 13 months post index procedure, the patient was rehospitalized. Re-ptca of the target lesion was performed (ballooning) due to restenosis. The procedure was successful. The investigator indicated that the reported event was definitely related to the study device.

Event description:
It is reported that the previously reported revascularization was performed in the rca.

Manufacturer narrative:
(B)(4): stent thrombosis/tvr.